Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8051121. Medical device expiration date: 2021-02-28. Device manufacture date: 2018-03-20. Medical device lot #: 8200407. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-08-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheters had safety failure.

Event description:
It was reported that bd venflon pro safety peripheral safety IV catheters had safety failure.

Manufacturer narrative:
One photo, one used sample and three representative samples (batch #8019042, batch #8200407 and batch #8051121) were returned for investigation. The returned photo and returned used sample show the needle safety mechanism was not fully activated and the needle is exposed and not contained within the needle cap. As the actual sample is a used sample, it was sent for decontamination before investigation. Manual activation was performed on the used sample, no abnormality observed after activation. The needle is able to be contained within the safety mechanism. The needle cap was removed to measure the needle hole dimension. The dimension is within the acceptance criteria. The 3 representative samples were subjected to visual inspection and separation force test. The 3 representative samples passed the acceptance criteria. The root cause cannot be determined as the actual sample and representative samples passed the acceptance criteria and no abnormality was observed. Complaint trend would be monitored. DHR review showed one quality notification was raised for the batches indicated. The qn was for tight separation that could probably be related to the condition in the last 12 months. No formal corrective action is needed.